Event description:
The valves were implanted in 2003. The pt had been receiving dialysis via the valves without any problems until one month later. The following day, the manufacturer's (MFR.) Clinical specialist presented at the facility to monitor cannulation of said pt. The facility's rn's and tech's were unable to get the 14-gauge needle seated into the valve. The tech informed the MFR.'s clinical specialist that they tried six (6) different needles and bent the tip on every one, no matter how hard they pushed, they could not get the needle to stay in. The MFR.'s clinical specialist observed the tech cannulating the valve and noted tech was unable to seat the needle. Specialist felt pt applying pressure and could feel there was something blocking the needle seat area. The MFR.'s clinical specialist informed the tech to notify the nephrologist and recommended they not use the valve. Nine days later, the MFR. Was informed that a needle was suspected to have broken inside the valve and as a result the valves (lot #'s 26941 & 26942) were explanted in 2003, and are being returned to the MFR. For analysis. No further details were provided at this time.